Manufacturer narrative:
Model number/catalog number 72404155, serial number null, batch/lot number 515454005, model/catalog description reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced inflation issues due to fluid leak with an inflatable penile prosthesis (ipp). A revision surgery was performed in which the existing ipp was removed and a new ipp was implanted. During the procedure the cause of the leak was not able to be determined. The patient did not experience any further complications. It was indicated that there is no more information regarding the case. Should additional information become available, it will be provided.